Manufacturer narrative:
We are currently waiting for the device to be returned for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Catheter lumen appears to flatten just below the hub.

Manufacturer narrative:
The 28 cm hemo-flow device was returned for evaluation. Visual examination confirms the complaint as the lumen between the hub and exit site appears to have flattened. No leaks were detected in the lumen. The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation revealed the device was manufactured and inspected according to specification with no non-conformances or abnormalities. The process includes a 100% leak test performed as a last step in the manufacture process. This test would have detected any holes, leaks, or weak spots in the lumen if they had existed at the time of manufacture. We are unable to determine the cause or factors that may have contributed to this event. No evidence of a manufacturing issue. The catheter was implanted for over 1 year with no reported issues. The length of implantation may have been a contributing factor as there would be a direct correlation between the length of time a catheter is implanted and the exposure of the device to many variables for which the manufacturer has no influence or control. These variables include but are not limited to: patient physiology, care and maintenance of the catheter by healthcare providers and the patient, exposure to site care agents and ointments, locking solutions, and off label uses such as medication administration or use for power injection studies. The longer the catheter is implanted and functioning properly the less likely a catheter's failure can be contributed to a manufacturing defect or a failure of the product's design. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.